Event description:
My saline breast implants that were placed in 2007 are killing me slowly. I have been in the hospital 16 times in the last few years. I have been to 40 doctors in (B)(6) and can't find a doctor who wants to operate without replacing the implants. Due to the fact all the doctors I visited said I will be left deformed and deflated without replacement. I also have pectus excavatum. I must get these out immediately before I take matters into my own hands. I am extremely sick blacking out with infection after infection and severe chest pain because of these toxic implants. The FDA should drop dead for poisoning me. FDA safety report ID# (B)(4).